Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to treat a gastric outlet obstruction during a stent placement procedure performed on an unknown date. On (B)(6) 2025, post stent placement, the patient experienced abdominal pain, and the patient was empirically treated with antibiotics. Computed tomography (CT) scan and blood tests were also performed. The patient remained in the hospital as of the third day of follow-up.

Manufacturer narrative:
Block h6 (impact code) was corrected as it has been determined that ar patient code of minor injury/illness/impairment has been added in error. Block h6: imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f22 captures the reportable event of computed tomography (CT) scan and blood tests performed. Imdrf impact code f08 captures the reportable event of the patient remained in the hospital. Imdrf impact code f2303 captures the reportable event of the patient is being empirically treated with antibiotics.

Manufacturer narrative:
Block h6: imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f22 captures the reportable event of computed tomography (CT) scan and blood tests performed. Imdrf impact code f08 captures the reportable event of the patient remained in the hospital. Imdrf impact code f2303 captures the reportable event of the patient is being empirically treated with antibiotics.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to treat a gastric outlet obstruction during a stent placement procedure performed on an unknown date. On (B)(6) 2025, post stent placement, the patient experienced abdominal pain, and the patient was empirically treated with antibiotics. Computed tomography (CT) scan and blood tests were also performed. The patient remained in the hospital as of the third day of follow-up.